Event description:
An initial report of the potential for hospitalization was received by united therapeutics drug safety on 30-jun-2025 and forwarded to millyard advanced medical products, llc on 01-jul-2025. The patient reported that soon after starting a delivery, the pump alarmed to perform a cassette change. The patient restarted the pump and received a cassette depleted alarm shortly after. The patient reported that her pump had stopped and she was not receiving remunity therapy for about 1.5 hours. The patient separately reported that her pump was alarming with no message visible, and that her pump would not pair with its remote. The patient tried to switch to her backup system but was unable to pair the pump and remote. The patient reported that both remote's indicate battery low. Troubleshooting was unsuccessful. Replacement systems were sent. No adverse side effects were reported. Logs from remote (B)(6) (paired with pump (B)(6) show that occlusion, basal not started attention, pump error, pump failure, cassette depleted, no communication attention, pairing failed attention, and remote battery low attention alarms were generated within the timeframe of the complaint. Basal not started attention alarms were generated after restarting delivery was attempted by pushing the pump button without changing the cassette after an alarm. During investigation, a test delivery was performed with no abnormal behavior observed. The pump and remote were tested and rf power measured within specification. The remote charged as expected during investigation. Upon disassembly of the pump, evidence of fluid ingress was observed which was determined to be the cause of the pump error, pump failure, cassette depleted, no communication attention, and pairing failed attention alarms. The cause of the fluid ingress could not be determined. The cause of the occlusion, basal not started, and remote battery low attention alarms could not be conclusively determined but is consistent with use error. Logs from remote (B)(6) (paired with pump (B)(6)) show that basal not started, pairing failed attention, pairing lost attention, and remote battery low attention alarms were generated within the timeframe of the complaint. During investigation, a test delivery was performed with no abnormal behavior. The pump and remote were tested and rf power measured within specification. The remote charged as expected during investigation. The cause of the basal not started, pairing failed attention, pairing lost attention and remote battery low attention alarms could not be conclusively determined but is consistent with use error. The system operated to specification. No system issues were found. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.